Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). (B)(6). [Conclusion]: the healthcare professional reported that there was a ¿pocket fill¿ during the refill of a 20 ml medstream pump (914200 / serial# (B)(4) / lot# crcb8t). The patient received the medstream pump implant on (B)(6) 2014 and had been receiving 545 mcg a daily dose of fentanyl (3000 mcg/ml). The refill procedure was on (B)(6) 2019, was performed with a medtronic refill kit in which the customer stated that the needle is the same as that of the codman medstream refill kit: 22-gauge non-coring needles. The customer stated that the codman medstream refill kit is no longer available. It was reported that the needle was always inside the reservoir and every 1 ¿ 3 ml, the plunger was released, and 1 ml was able to flow back into the syringe. Pressure was always on the syringe. The customer reported that the needle was not touched during the procedure to avoid the risk of valve leakage and spillage of the pump content between the valve and the pump cage. The pump transaction logs are not available. The information provided by the doctor was that the refill procedure was performed and completed without issue. However, during the verification of the volume of fentanyl in the pump reservoir, the control unit indicated that 6.5 ml of the drug (19,500 mcg) was absent. It was reported that 20 ml was injected into the pump, but the control unit indicated only 13.5 ml was inside the pump reservoir. The physician suspected a problem with the septum and felt that this was the cause of the overdose. The patient was admitted into intensive care and was reported as recovered and was discharged from the hospital on (B)(6) 2019 in stable condition after a long period of treatment with naloxone. Additional information was received on 06 february 2019 reporting that the patient was not taking oral medications. Currently, the medstream pump remains implanted but had been refilled with saline with the explantation procedure planned within a few months due to the reported overdose event. A review of the manufacturing documentation associated with product code 91-4200, lot crcb8t; serial number (B)(4) confirmed that the product met specification. There were no issues during the manufacturing or inspection process that can be related to the reported complaint. The device was released on march 11, 2014. Injection errors that can lead to tissue damage or drug overdose is a known adverse event related to refilling the drug reservoir. Per the instructions for use (IFU), injection into the pump pocket can result in drug overdose. The pump pocket is the opening created in the patient¿s abdomen where the pump is implanted. The refilling instructions are packaged with the medstream refill kit and the medstream programming guide. The IFU states to prevent injection errors, identify the location of the pump central port, use only the filling needle provided in the refill kit for accessing the central port, and confirm the reflux of drug into the syringe barrel several times during the filling process. In addition, excessive force should not be used when inserting the needle into the central port as this can damage the needle tip. Using a bent needle will cause damage to the central port and may result in a failure to administer solution appropriately or cause leakage of drug solution into the pump pocket. The IFU also warns to not overfill the drug reservoir. The user should always ensure proper needle placement (needle held perpendicular to the pump and inserted completely to the needle stop) before refilling the reservoir. The medication administered was fentanyl; however, the medstream pump is indicated for the chronic intrathecal infusion of baclofen for treatment of severe spasticity. It is not possible to confirm if the medtronic needle is the same as the needle in the codman refill kit; therefore, safety of that needle cannot be confirmed. The IFU instructs to use the codman refill kit. This event meets MDR reporting criteria as a product malfunction and serious injury. The 20 ml medstream pump is currently still implanted in the patient and is thus not available for evaluation. There is a plan to explant the pump within a few months. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The medstream pump instruction for use (IFU) provides pump filling warnings that states ¿use only the needle provided in the medstream refill kit for refilling the drug reservoir. This needle is designed specifically for use with this pump. Use of other needles can damage the central port or result in a failure to administer solution appropriately.¿ based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and without the return of the complaint device; however, it is possible that the use of the medtronic refill kit instead of the medstream refill kit may have contributed to the reported overdose event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that there was a ¿pocket fill¿ during the refill of a 20 ml medstream pump (914200 / serial# (B)(4) / lot# crcb8t). The patient received the medstream pump implant on (B)(6) 2014 and had been receiving 545 mcg a daily dose of fentanyl (3000 mcg/ml). The refill procedure was on (B)(6) 2019, was performed with a medtronic refill kit in which the customer stated that the needle is the same as that of the codman medstream refill kit: 22-gauge non-coring needles. The customer stated that the codman medstream refill kit is no longer available. It was reported that the needle was always inside the reservoir and every 1 ¿ 3 ml, the plunger was released, and 1 ml was able to flow back into the syringe. Pressure was always on the syringe. The customer reported that the needle was not touched during the procedure to avoid the risk of valve leakage and spillage of the pump content between the valve and the pump cage. The pump transaction logs are not available. The information provided by the doctor was that the refill procedure was performed and completed without issue. However, during the verification of the volume of fentanyl in the pump reservoir, the control unit indicated that 6.5 ml of the drug (19,500 mcg) was absent. It was reported that 20 ml was injected into the pump, but the control unit indicated only 13.5 ml was inside the pump reservoir. The physician suspected a problem with the septum and felt that this was the cause of the overdose. The patient was admitted into intensive care and was reported as recovered and was discharged from the hospital on (B)(6) 2019 in stable condition after a long period of treatment with naloxone. Additional information was received on 06 february 2019 reporting that the patient was not taking oral medications. Currently, the medstream pump remains implanted but had been refilled with saline with the explantation procedure planned within a few months due to the reported overdose event.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 5/13/2019. [Conclusion]: the healthcare professional reported that there was a ¿pocket fill¿ during the refill of a 20 ml medstream pump (914200 / serial# (B)(4)/ lot# crcb8t). The patient received the medstream pump implant on (B)(6) 2014 and had been receiving 545 mcg a daily dose of fentanyl (3000 mcg/ml). The refill procedure was on (B)(6) 2019, for 3000 mcg/ml of fentanyl was performed with a medtronic refill kit in which the customer stated that the needle is the same as that of the cerenovus/codman refill kit that per the customer, is no longer available. It was reported that the needle was always inside the reservoir and every 1 ¿ 3 ml, the plunger was released, and 1 ml was able to flow back into the syringe. Pressure was always on the syringe. The refill procedure was reported to have been conducted as usual without any problems. The customer reported that the needle was not touched during the procedure to avoid the risk of valve leakage and spillage of the pump content between the valve and the pump cage. The pump transaction logs are not available. It was reported that the refill did not go into the pump, but into the patient which resulted in an overdose. The patient was admitted into intensive care and was reported as recovered and was discharged from the hospital on (B)(6) 2019 in stable condition after a long period of treatment with naloxone. The medstream pump remains implanted and had been refilled with saline. There is a plan to explant the pump within a few months. Additional information received on 13 may 2019 stated that the pump has not been explanted and is thus not available for return. When the pump is explanted, the customer will notify cerenovus. Based on complaint information, the medstream pump has not been explanted is thus not available for evaluation. The device has not been returned for analysis and therefore, no further investigation can be performed at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Complaint trends are monitoring monthly, no significant trends have been identified at this time for the issue reported on this complaint. No CAPA or escalation activities are required at this time. A review of the manufacturing documentation associated with product code 914200, lot crcb8t; serial number npbm14 confirmed that the product met specification. There were no issues during the manufacturing or inspection process that can be related to the reported complaint. The device was released on march 11, 2014. Injection errors that can lead to tissue damage or drug overdose is a known adverse event related to refilling the drug reservoir. Per the instructions for use (IFU), injection into the pump pocket can result in drug overdose. The pump pocket is the opening created in the patient¿s abdomen where the pump is implanted. To prevent injection errors, identify the location of the pump central port, use only the filling needle provided in the refill kit for accessing the central port, and confirm the reflux of drug into the syringe barrel several times during the filling process. In addition, excessive force should not be used when inserting the needle into the central port as this can damage the needle tip. Using a bent needle will cause damage to the central port and may result in a failure to administer solution appropriately or cause leakage of drug solution into the pump pocket. The IFU also warns to not overfill the drug reservoir. The user should always ensure proper needle placement (needle held perpendicular to the pump and inserted completely to the needle stop) before refilling the reservoir. The medication that had been delivered to the pump pocket was not provided; however, the medstream pump is indicated for the chronic intrathecal infusion of baclofen for treatment of severe spasticity. This event meets MDR and mdv (30 day) reporting criteria as a product malfunction and serious injury. The 20 ml medstream pump is currently still implanted in the patient and is thus not available for evaluation. There is a plan to explant the pump within a few months. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The medstream pump instruction for use (IFU) provides pump filling warnings that states ¿use only the needle provided in the medstream refill kit for refilling the drug reservoir. This needle is designed specifically for use with this pump. Use of other needles can damage the central port or result in a failure to administer solution appropriately.¿ based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and without the return of the complaint device; however, it is possible that the use of the medtronic refill kit instead of the medstream refill kit may have contributed to the reported overdose event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.